Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements at follow-up. Other lead measurements were noted to be normal but review of device data indicated a number of inappropriately stored episodes of noise, one providing inappropriate anti-tachycardia pacing. The noise could not be reproduced in clinic and no sources of electromagnetic interference were identified that may have interfered with the device. It was noted that the patient is not pacemaker dependent and was in conducted atrial fibrillation (af). The device was reprogrammed to vvi 60 and arrhythmia durations extended; there are currently no plans to revise the system. No adverse patient effects were reported.

Event description:
Additional information was received indicating a revision procedure was performed wherein this rv lead was surgically abandoned and ICD explanted. A new device and rv lead were then implanted. No adverse patient effects were reported.